Manufacturer narrative:
The actual device that was used was returned for evaluation. Once the evaluation is complete a follow-up report will be filed.

Event description:
It was reported to empi that a patient received a burn during a hybresis treatment. The burn was on the left knee under the negative side of the patch. The patient's diagnosis was degenerative joint disease on his left knee. Exercise was performed prior to the treatment. The skin was cleaned with alcohol prior to the patch being placed. The compound was dexamethasone, the amount used was 1.5ml and a concentration of 4mg/ml. The medication was placed on the negative side of the patch and the patch was applied by a health professional. The treatment time was 10 minutes in the standard mode and the patch was worn for one hour. The irritation was noticed upon removal of the patch and was reported to be a 3rd degree burn. The patient did not experience any pain or discomfort during the treatment. The patient did not receive medical treatment for the incident, and progress toward recovery was not impeded because of the incident.